Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection of a bag from a line is a known cause of this alarm. The cause of the loose connection and disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis therapy. The patient explained that their second supply bag became disconnected causing the alarm. The technical service representative instructed to cycle the power on the machine to clear the alarm and advised to disconnect using aseptic technique. There was no patient injury or medical intervention associated with this event. No additional information is available.